Event description:
It was reported: "instrument has a broken component and could not be used. Replacement inst was required."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.